Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1eta3, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's system was already taken out 2 years ago because it was hurting her. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1eta3, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the implant never helped the patient with their symptoms and that it caused them pain. The patient stated that the device was removed 2 years ago and they are uncertain of the status of the device. No further complications were reported.